Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer reported that following intraocular lens (iol) implant surgery, he has experience double vision. The consumer indicated that the was examined by a different surgeon in his primary surgeon's practice following his implant procedure. This surgeon performed a laser procedure on his eye. Following this procedure, he has experienced double vision. The consumer has tried several different glasses prescriptions, but none have helped. The consumer stated that the double vision is very stressful. In a follow up, the surgeon reported that the event continues with the patient having persistent ghost imaging. Posterior capsule opacification (pco) was noted in the postoperative period. The patient also has a history of map dot fingerprint dystrophy. The surgeon indicated that the patient had four diopters of mostly regular astigmatism preoperatively. The surgeon indicated the use of an unapproved viscoelastic during the surgical procedure.